Manufacturer narrative:
(B)(4). Date sent: 01/06/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure.visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. If yes could you please share the results? No. What is the lot number for the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Pop off +4. Did the patient have an autoimmune disease? None. It was reported that the patient had received steroids to address inflammation. Is the patient currently taking steroids / immunization drugs at this time? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? None reported. How severe was the dysphagia/odynophagia before intervention? Not applicable. Were there any intra-operative complications during implant? None reported. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient under went three balloon dilations prior to having the lxmc16 removed. The patient was reported as having ongoing problems with dysphasia after the device was implanted approximately four months ago. Patient was also treated with steroids to address the inflammation. There were no patient consequences reported post-operative after the explant and there is no additional information available.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2019.